Event description:
It was reported that a female patient who underwent a breast augmentation procedure with mentor smooth round moderate profile 200cc saline breast prostheses was dissatisfied with the results of her procedure. As a result, the patient underwent bilateral explantation on an unknown date. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Device evaluation summary: according to the information reported, the patient disliked the results of her breast augmentation surgery. The investigation was completed on a photo of the suspect medical device because the physical device has not been received by mentor. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10-mar-2022, the mentor failure analysis lab received the device for evaluation. On 24-mar-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient disliked the results of her breast augmentation procedure. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the anterior view, measuring approximately 0.6 cm. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 20-jan-2022, mentor received additional information about the event: the patient identifier is (B)(6). The patient dob is (B)(6) 1966. The patient underwent a breast augmentation revision procedure with the suspect medical device. The implantation date is (B)(6) 2006 the explantation date is (B)(6) 2021. The patient had her removed breast prostheses replaced with mentor memorygel breast implant 150cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).